Manufacturer narrative:
Insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify battery power loss alarm or keypad unresponsive due to blank display. Device was received with missing serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was completely unresponsive .the customer¿s current blood glucose level was unknown at time of incident. The customer's mother stated that the pump was completely unresponsive after the battery change. The insulin pump will be returned for analysis.